Event description:
During remote monitoring, episodes of oversensing were observed on the atrial lead. Abbott technical support was contacted, and the device was reprogrammed to resolve the event. The patient was in stable condition.